Manufacturer narrative:
Updated information: d1 brand name updated. Additional information was provided which states the first cp was implanted/explanted on (B)(6) 2025.

Event description:
It was reported the patient developed thrombocytopenia on (B)(6) 2025.

Manufacturer narrative:
B3, b5, d4 were revised.

Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury could not be determined due to insufficient clinical details. The cause of the hemolysis issue could not be determined without the returned product for investigation, inconclusive data log review, and sufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
On (B)(6) 2025, an impella cp device was inserted into the left femoral artery in a 60-year-old female patient with a past medical history of coronary artery disease (cad), diabetes, and a failed ventricular septal defect (vsd) repair, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), on multiple inotropes and vasopressors, in scai stage e shock, prior to initiation of support. Post-procedure, no dopplerable pulses were noted by the nurse. The physician decided to exchange the impella cp on the same extremity. A new impella cp was inserted with no issues. On (B)(6) 2025, the patient went for a second vsd repair, and the impella was successfully weaned during the procedure. The post-procedure outcome is survived at explant. Adverse event (ae) # 1: the patient was started on continuous renal replacement therapy (crrt) secondary to uremia. The patient showed signs of improvement and hemodialysis was stopped. Acute renal failure was reported to have an unknown/undetermined relationship to the impella cp. Ae #2: the patient developed thrombocytopenia and a drop in hemoglobin deemed likely to hemolysis. Two units of platelets were given and anticoagulation was stopped. Hemolysis was reported to have a possible relationship to the impella cp. Ae #3: while the impella was being removed during the second vsd repair, it was noted that the patient had a thrombus in the left iliac artery. Vascular surgery was consulted and performed a left iliac thrombectomy and artery repair. Left iliac thrombus was reported to have a possible relationship to the impella cp.